Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss carried out the system check, which the unit passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported of experiencing low vacuum in phaco mode during procedures with the whitestar signature system. The customer indicated that they thought this was due to new staff that had not tightened the phaco tip onto the phaco handpiece correctly.